Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the hospital had a problem with the ats 3000. Additional clinical follow up with the hospital indicated that the unit was giving continuous alarm. Device was in use when a continuous audible alarm started, but no led display. Set pressure was maintained, and there was no harm to pt reported. The procedure time was increased by an estimated 30 min., due to removal of tourniquet, and completion of procedure without the use of the tourniquet unit.